Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient presented to the surgeon complaining of loosening in his right knee. Surgeon reported to a company rep that the loosening is due to patient's morbid obesity and bmi of 49.